Manufacturer narrative:
The device sample was rec'd by the manufacturer, but the investigation is still on-going. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification.

Event description:
When the catheter was removed, the patient felt pain. When they looked at the catheter, they saw a sort of bubble or balloon on the catheter, which was not the regular balloon used for anchoring the catheter in the bladder. No reported patient injury.